Manufacturer narrative:
Exact date unknown, event occurred shortly after device implantation.

Event description:
It was reported that the patient was experiencing redness, swelling and pain at the incision site due to infection. The infection was not device related and it was unknown what caused it. The patient underwent an explant procedure and patient was doing well postoperatively and prescribe antibiotic. The explanted ipg was discarded.